Event description:
The customer reported there was a 5 minute delay in the therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure which was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Additional information received from the customer indicates that the customer attempted to clean, disinfect and sterilize the device prior to sending to olympus; however, the biopsy channel block prevented a cycle from completing in their evotech system and they could not pass a cleaning brush channel. The customer believes the foreign material adhered to the scope during the procedure because the scope passed the prior cleaning cycle. There was no delay/lag time in the start of pre-cleaning. The customer did not aspirate water through the instrument/suction channel. There were no abnormalities in the accessories used for reprocessing.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope's biopsy channel was blocked. The issue was found during a procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The evaluation findings were as follows: there was play in the "right/left" and "up/down" control knob movement, the plastic distal end cover had minor dents and scratches, the bending section cover glue was cracked, the insertion tube had minor scratches, and the light guide tube had minor scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, olympus could not confirm the reported "blocked biopsy channel;" however, it was determined that the biopsy channel was likely clogged by endo therapy accessories and/or cleaning brushes. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual: chapter 3 - preparation and inspection. Reprocessing manual: chapter 5 - reprocessing the endoscope. Olympus will continue to monitor field performance for this device.